Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. A specific bg value was not provided. Emergency services was called to assist the customer. Additionally, it was reported that intermittent malfunction alarms occurred. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.